Event description:
Information received indicating that a cadd solis vip pump kept changing rate by itself. No adverse effects reported.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, it was found that the customer was setting the continuous rate and the pump itself was not causing the change. The continuous rate was set at 21.4 ml/hr at which quarterly rate is 5.35 ml. In the event history log, the quarterly rate goes back and forth from 5.3 to 5.4 ml. In order to set the quarterly rate to 5.3 ml, the continuous rate should be set at 21.2 ml/hr. If the customer wants the 5.4 ml quarterly rate, the continuous rate should be set at 21.6 ml/hr. No fault was found with the pump. This was a customer induced issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Other, other text: report updated to reflect information received additional information received by smiths medical on 28-jul-2020 attached in complaint object: no patient involved.

Event description:
Information received indicating that a cadd solis vip pump kept changing rate by itself. No adverse effects reported. No patient involved.